Manufacturer narrative:
This medwatch report is for the suspect device used in gts advantage system 2. (B)(4).

Event description:
Reporter alleged discrepant pt blood glucose values of 149 mg/dl on gts advantage system 2 compared back to back with a result of 34 mg/dl on gts advantage system 1 shen testing was performed at same time. Reporter stated another result of 47 mg/dl was obtained on the advantage system 1. Forty five mins after the comparison was performed. Qc testing was reportedly performed on both systems and both levels from each tested within acceptable ranges. Reporter indicated it is unk as to whether any actions were taken or treatment was received by the pt. A request was made for the return of the suspect device and replacement product was sent.